Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer was hospitalized due to a blood glucose level over 600 mg/dl, vomiting, and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip, and released from the hospital the following day. Customer changed the pump supplies to resolve the reported issue.